Event description:
The customer reported the system collimator was stuck closed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was closed during the service call. The system was tested and found to be working as intended and put back into service.